Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: DHR from lot master: part number:04.005.520, lot number: 65p8883, manufacturing date: 8/11/2020. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that lockscr ø5 l30 f/nails tan light green the tip of the screw was deformed, and no other issues were identified. The dimensional inspection was not performed for the lockscr ø5 l30 f/nails tan light green due to post manufacturing damage. The functional test was not able perform since the device was received by itself. However, the alleged misalignment condition can be confirmed since the tip was deformed might be the reason for the device misalignment condition. The observed misalignment condition of the components is consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for lockscr ø5 l30 f/nails tan light green. There is no indication that a design or manufacturing issue has caused the complaint condition but based on the event description the surgeon has used wrong drill bit causing deformation on the screws the potential root cause for this issue is cause traced to user error. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: 5.0mm locking screw . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation (orif) surgery for tibial shaft fracture. When inserting a 4.0mm locking screws, under normal circumstances, a 3.2mm drill bit would have to be used, but a nurse mistakenly attached a 4.2mm drill bit to the power tool and gave it to the surgeon. The surgeon drilled with the mistaken drill bit. As a result, the locking screws (4.0mm ti locking screw 30mm and 4.0mm ti locking screw 40mm) idled and became completely unfixed. At the discretion of the surgeon, the 5.0mm ti locking screw 30mm was tried to be inserted, but it was not inserted well, and the surgeon gave up fixation at the drilled hole. After that, the surgeon drilled the different new holes using a correct 3.2 mm drill bit and fixed the nail with two (2) another locking screws of 4.0 mm. The surgery was completed successfully within thirty (30) minutes delay. No further information is available. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 30mm for im nails. This is report 3 of 4 for complaint (B)(4).